Event description:
It was reported that this right atrial (ra) lead's intrinsic amplitude has been out of range multiple times the past 12 months. The presenting electrogram (egm) showed atrial fibrillation (af) with occasional atrial undersensing resulting in atrial pacing events. The atrial sensitivity is programmed on the implantable cardioverter defibrillator (ICD) to maximum automatic gain control (agc) at 0.15mv (millivolts). At this time, the ra lead and device remain in service. No adverse patient effects were reported.